Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.

Event description:
According to the reporter; during an urgent partus caesarean procedure, the suture was used in order to stop bleeding from a uterine breach after ineffective diathermocoagulation treatment. Hemostasis was achieved with the suture however the tip of the needle was missing despite being searched for even after and x-ray and pelvic CT scan. The procedure took 50 min to complete.